Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the flex assembly was torn. The bearings, motor and other components were replaced.

Event description:
It was reported that the handpiece began overheating in the technical services dept, this was not being used during a surgical procedure. There was no pt involvement and no adverse consequences.